Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patients doctor described the area as some redness and skin breakdown under the breast area/lifevest. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.